Manufacturer narrative:
¿Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿ product analysis: the balloon returned deflated with residue present inside the balloon. There was slight deformation to the distal tip. Kinks were visible on the distal shaft distal to the guidewire entry port. Numerous kinks were evident along the hypotube.

Event description:
The patient has a systolic bridging in the mid lad. It was reported that the physician was attempting to use a resolute onyx stent to treat a mildly calcified and tortuous proximal - mid lad lesion exhibiting 90% stenosis. No damage was noted to the device packaging and no issues noted removing the devices from the hoop/tray. No issues noted during device inspection. Negative prep was performed successfully. The lesion was pre-dilated. A previous stent was implanted. The physician was attempting to use the resolute onyx stent to overlap the previously deployed stent. It was reported that while measuring the overlap part, the resolute onyx stent got stuck in the mid lad stent. A balloon was selected to assist removal of the stuck stent. The lesion was pre-dilated. The balloon passed through a previously deployed stent. No resistance was encountered while advancing and no excessive force used. It was reported that the balloon failed to cross the stuck position of the stent. The resolute onyx stent was deployed in the stuck position by nominal pressure. An additional resolute onyx stent was used to cover the proximal lesion, patient was alive and no harm but the two layers in the mid lad jailed some of the septal branch. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.